Event description:
It was reported that the patient's y battery charger has caught fire and burnt through the plastic. A new replacement y battery charger was sent to the patient. No serious injury was reported.